Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" >27.8 mmol/l (>500 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. The pod was removed and the cannula was not deployed; indicating a needle mechanism failure. Manual insulin injections were administered to treat the hyperglycemia.